Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Visual examination of the distal portion found insulation abrasions breaching the re lumen and exposing cables with the etfe cable coating intact at 3.0 cm to 3.7 cm and 5.1 cm to 8.0 cm from the distal tip. (B)(4).

Event description:
This report is to advise of an event observed during analysis.